Event description:
It was reported that during an unknown procedure, the tissue pad was melted and partially detached off. The tissue pad was retrieved via a trocar and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.